Manufacturer narrative:
Additional information was received that this is not a bsc patient.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2208-50, serial #: (B)(4), description: st linear lead 50cm.

Event description:
A report was received that the patient will undergo an explant procedure for an unknown reason.